Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed a pump reboot occurred following a replace cartridge alarm. The pump was exercised for 24 hours with no power interruptions; the original complaint was not duplicated. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The returned battery cap was not damaged, attached securely to the pump and measured within specifications. Unrelated to the original complaint, during a visual inspection of the pump, a battery compartment crack was noted. Additionally, the display was found to be dim and discolored when powered on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.